Event description:
Procedure: sigmoid resection. According to the reporter: the pressure plate bent during release. Therefore a full release was not possible. It was not easy to remove the instrument. Through a pfannestiels - incision the sigma was finally open and secured. A second surgery was necessary due to the intestinal - lesion. There was poor staple formation, blood loss was reported as less than 250cc. Surgery time was extended beyond 30 minutes.

Manufacturer narrative:
(B)(4).